Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient.

Event description:
It was reported that a portex® portex bivona flextend¿ tts¿ pediatric tracheostomy tube would not inflate. An emergency tracheostomy tube change was performed. There were no other adverse health outcomes reported.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used tracheostomy tube was received for device evaluation. Visual inspection was performed in order to detect any possible damage to the cuff, airline, or pilot balloon. Visual inspection found no damage to the device. Functional testing was performed to test for any possible leakage. Using 5cc of air, inflation was successful, and the device operated as intended. The device instructions for use reads: "attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon wile gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube, save the old tube and call smiths medical customer service. Deflate the cuff prior to intubations". The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.